Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for air bubbles anomaly. Customer¿s blood glucose was 368 mg/dl. Customer reported air bubble in reservoir. Customer declined troubleshoot for bent cannula, high blood glucose and reservoir having air bubbles. Customer reported that he couldn't get the bubbles out of the reservoir and it kept sucking back into the insulin and the o-rings came out with the plunger. The reservoir will not be returned for analysis.